Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Pericardial fluid and tamponade are known potential adverse event(s) associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Pericardial effusion and cardiac tamponade are potential events that may be associated vad implant procedures. The IFU provides guidelines for surgical and medical management of pleural effusion and cardiac tamponade. Patients implanted with vad's have a long history of chronic and/ or severe heart failure which may contribute to the development of pleural effusion and cardiac tamponade. Additional info received indicated that the patient was discharged home on (B)(6) 2015.  With review of the available information there was no evidence of any device malfunction or performance issues that would impact the reported event. Given that surgical intervention was required to alleviate the pericardial fluid within three days of implant of the device it is not possible to disassociate that the reported event of tamponade is not related to the implant procedure.  Clinical factors that may have contributed to the reported event cannot be conclusively determined; however, may be related to the patient's history of chronic, severe, heart failure; the recent implant procedure, and surgical technique.  There are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was in the recovery period post lvad implant and on (B)(6) 2015 experienced signs of tamponade with pericardial drainage. It was further stated that the patient had a surgical intervention to drain pericardial fluid. Patient was discharged on (B)(6) 2015 and followed up (B)(6) 2015. No additional information available.